Manufacturer narrative:
It was reported that the ijigs for dr. (B)(6) case ((B)(4)) were not the correct serial number. The ijigs provided were for serial no. (B)(4). The doctor converted from the itotal ps and completed the case with an off the shelf total knee that was pre-prepared and ready for use. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the ijigs for dr. (B)(6) case ((B)(4)) were not the correct serial number. The ijigs provided were for serial no. (B)(4). The doctor converted from the itotal ps and completed the case with an off the shelf total knee that was pre-prepared and ready for use.